Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Review of the submitted system controller log files showed that all of captured events were routine power exchanges and pi events. No atypical alarms were captured and the pump remained above the low speed limit for the duration of the log file. The submitted log files appeared to show the system operating as intended. Hemolysis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on (B)(6) 2018: the patient was transitioned from IV bivalirudin to heparin and coumadin. A log file was submitted for review. Based on the log file, technical service found a slight increase of power and flow with a decrease in the average pi. Additional information on (B)(6) 2018: the patient was seen in clinic on (B)(6) 2018 status post admisson for presumed recurrence of lvad thrombus. Inr is supratherapeutic and ldh is stable. On (B)(6) 2018, it was reported that the patient¿s ldh remained elevated, but was now trending downward (at 514) with plasma free hgb results pending. The patient had no other symptoms. The patient was treated with bivalirudin IV gtt inpatient and a urine analysis was negative. The patient was to remain in house on bivalirudin gtt until their hemolysis markers cleared.

Manufacturer narrative:
The patient was previously admitted to the hospital for suspected thrombus which is reported under MFR report #2916596-2018-02863. Approximate age of device- 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was recently sub-therapeutic to 1.6 up to 3.25 and started on lovenox. Ldh of 437 was above the baseline. The patient had a history of device thrombus on (B)(6) 2018. Based on the submitted log file, technical service found that the powers and flows are within normal parameters and the device was working as expected. The patient remains on bivalirudin gtt until hemolysis marker is clear and ldh level of 514 on (B)(6) 2018.